Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer in regards to the delivery of fentanyl intrathecal (8 mg/ml; 1.9994 mg/day), hydromorphone intrathecal (40 mg/ml; 9.997 mg/day), bupivacaine intrathecal (12 mg/ml; 2.999 mg/day), and baclofen intrathecal (470 mcg/ml; 117.46 mcg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. Approximately a couple of weeks prior to the date of this report (end of (B)(6) 2015), the patient encountered an 8476 code (motor stall) on his ptm (personal therapy manager). It was thought, but not for certain, that the patient may have been standing near someone who was welding at the time. On (B)(6) 2015, the patient received the same error code on the ptm when he was lying in bed. The patient was not exposed to any magnets or electromagnetic interference. The ptm had worked on the evening of (B)(6) 2015 and the early morning of (B)(6) 201 5 at 03:00 hours. The patient experienced increased pain in the evening of (B)(6) 2015, but also experiences increased pain "all the time every now and then." The patient currently hurt more than normal. It was also noted that the patient heard the pump audibly alarm (start date not provided). Later, on (B)(6) 2015, information was received from the patient indicating he had been near a generator at the time of the event. The patient was going to be seen on (B)(6) 2015 by a healthcare provider (hcp). Additional information was received from a company representative who indicated that the pump was put into off state and it was planned to replace the pump on (B)(6) 2015. Additional information was requested from the hcp regarding concomitant drugs, pertinent medical history, troubleshooting related to the motor stalls, actions/interventions taken, if the cause of the motor stalls were determined, and if the issue had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the pump was replaced in (B)(6) 2015. Also, the fentanyl and baclofen had been lowered, but he did not have the programming strip in front of him.